Event description:
Information received from the field notes that the device exhibited a slowly rising capture threshold from .3v at implant to over 2.25v twenty days post implant. The patient had a syncopal spell and was admitted to the hospital for observation. Ventricular loss of capture was noted with no back-up pulses. The physician programmed the autocapture off.